Manufacturer narrative:
Final investigation showed that the tip of the scalpel blade was broken free from the returned device. Manufacturing records indicate that the device passed quality functional tests and visual inspection prior to shipment. Typically, damaged such as that observed occurs when the blade comes in contact with metal during use.

Event description:
It was reported that a harmonic scalpel was alarming. The physician removed the device from the trocar and noticed that the tip had come off. The tip was retrieved.